Manufacturer narrative:
(B)(4). The reported complaint for "blood in he driveline" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined.no lot/serial number was reported therefore, a device history record (DHR) review was unable to be completed. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "blood in helium driveline". Additional information states that the iab catheter was removed and not replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "blood in helium driveline". Additional information states that the iab catheter was removed and not replaced. No patient injury or cosnequence reported. The patient's current condition is reported as "fine".